Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an opened wound under the lifevest equipment. Patient described the area as an open and seeping wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to temporarily remove the lifevest and provided wound care for the skin irritation. Follow up indicated that the skin irritation improved.